Event description:
It was reported that during a coronary stenting procedure a shaft break occured. The 99% stenosed target lesion being treated with solid calcified and moderate tortuous was located in the left anterior descending (lad). The physician advanced the taxus exp 2 3.0x28mm stent delivery system (sds) to the lesion after pre-dilatation. There was difficulty advancing the sds to the lesion and eventually the proximal shaft broke. The device was successfully withdrawn from within the pt intact. The procedure was completed with a different device. No pt injuries and symptoms were reported during the procedure. Pt status reported as "good".